Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
Reported event of under-sensing was not confirmed. The device voltage was at end of life (eol) level when it was received. Analysis of device image indicated the device was within normal range of operation. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.